Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set came apart from the quick release. No further information available.